Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a symptomatic patient presented in clinic for follow-up, aborted ventricular tachycardia diagnosis due to detection of bigeminal rhythm was observed. Tachy episodes were detected as non-sustained vt. Programming changes were made. Later the patient was admitted to hospital with symptomatic slow vt. Physician re-programmed the device after reviewing the episodes. Patient was stable and in good condition at hospital. No further action will be taken.